Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous left circumflex artery (lcx). The physician advanced a 2.0mm x 8mm nc quantum apex balloon catheter to the lesion, inflated to 12atm, the balloon ruptured on the first inflation. The procedure was completed with a different device. No patient complications were reported and the patients' status is good.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).